Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited pacing complications due to micro dislodgement. The patient did not have enough triviculae to hold lead in place. Replaced with a screw-in lead.